Event description:
The patient presented to the emergency department having experienced shortness of breath and arrhythmia. An electrocardiogram (ECG) was performed and the device was no longer pacing the patient. It was possible to interrogate the device initially, however, prior to replacement procedure, all telemetry with the device was lost. Premature depletion of the battery was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of no lv output and no inductive telemetry were confirmed. Premature discharge of battery was not confirmed. The device was received with normal telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.